Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a head trauma from a motorcycle accident on september 16, 2022. After this event swelling appeared at the implant site and the user abruptly lost hearing sensation. Re-implantation is considered.

Event description:
The user suffered a head trauma from a motorcycle accident on (B)(6) 2022. After this event swelling appeared at the implant site and the user abruptly lost hearing sensation with the device. The user had good benefit before. The user has been reimplanted.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.